Manufacturer narrative:
Corrected information: the indications for use were colorectal and malignant pain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine, dose and concentrations not reported via an implantable pump. Per the reporter the wrong medication was put in the patient¿s pump in 2012 due to human error. The reporter found the patient close to death. An ambulance was called and the patient was given narcan. The patient was in the ICU (intensive care unit) for 4 days. No further patient complications were reported.